Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and the buttons were not working. The customer did not recall the blood glucose reading. The customer reported that the insulin pump got wet at the pool. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was recieved with a cracked case at a display window corner and minor scratches on the display window.